Event description:
It was reported that 4"x4"island dressing,sterile 50/bx #4425 caused an allergic reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).